Event description:
The user stated, he put a pt sample on the cobas 6000 and got a questionable calcium result of 8.3 mg per dl. He put the same pt sample on the integra and got a result of 10.1 mg per dl, then put that same pt sample back on the cobas 6000 and got a result of 9.9 mg per dl. He stated, the result of 10.1 mg per dl obtained from the integra was reported. The field service rep found there were defective solenoid valves sv7, sv8 or sv17 and replaced them. He also removed the high concentration waste valve sv15, inspected for blockage and reinstalled. He also removed the vacuum solenoid valves sv 21, 22, and 23 and reversed flow orientation to improve overall system vacuum per service bulletin. To verify the analyzer performance, he observed proper analyzer operation during service checks and a 20 sample precision check.